Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The reagent pack that produced the discrepant results was returned for investigation. The returned reagent pack and a retention reagent pack from the same lot were tested with quality control material, and no problems were observed during testing.

Event description:
The customer alleged they received questionable ft4 results on their analytical e module, serial number (B)(4). The customer stated that last week they had quality control issues with cea, ca 19-9, and psa; however the customer did not report any issues with patient results for these assays. The customer stated that by switching to a new ft4 reagent pack from the same lot, the problem was solved. The first patient's initial ft4 result was 7.75 ng/dl. The repeat result was 1.27 ng/dl. The second patient's initial ft4 result was 7.77 ng/dl. The repeat result was 1.6 ng/dl. The third patient's initial ft4 result was 7.77 ng/dl. The repeat result was 1.85 ng/dl. The customer stated the initial results were not reported to the physicians. The customer confirmed that no adverse events occurred. The field service representative went on site to check the analyzer. He replaced the pre-clean tube and the electromagnetic valve for the reagent.